Event description:
It was reported to philips that the device will not charge the battery. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported.